Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a backup alarm failed error code. It was unknown how the issue was found. No patient or user harm reported. Investigation ongoing

Manufacturer narrative:
E: (B)(6).

Manufacturer narrative:
H10: during follow up with the key market (km), the customer was contacted, and it was reported that the device was tested in the engineering department, and the issue was not found. The device's event log was cleared, and the device was tested for several hours with an artificial patient, and no errors were observed. The customer reported that the backup alarm did not return. This concludes the investigation. If additional information becomes available, the record will be reopened and investigated.